Event description:
The patient reported that all his spinal neurostimulation devices were removed due to infection. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.